Event description:
It was reported the customer received a no delivery alarm during a manual prime.. The customer's blood glucose was 119 mg/dl. Troubleshooting found insulin was able to exit with a push plunger, but the insulin pump alarmed no delivery. It was also found the insulin pump alarmed no delivery during a manual prime. The customer was advised their insulin pump needed to be replaced. No additional information provided

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.